Event description:
Boston scientific received information that during a routine follow-up appointment four episodes were noted of approximately three seconds of pacing inhibition as a result of noise. The noise was unable to be reproduced. The sensitivity was reprogrammed to prevent further issue. No adverse patient effects were reported.

Event description:
Information was later received that this lead was surgically abandoned. As all lead measurements were appropriate through the device, the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.